Event description:
This spontaneous case from united states was received on (B)(6) 2018 from patient. This case concerns (B)(6) male patient who initiated treatment with synvisc one and after a few hours cannot put weight on it/could not bear any weight on it, knee swelled/swollen almost double the size of the left knee; after unknown latency could barely walk/ could not walk on her right leg, it locked up/knee lock up, patient limps, knee was hot to the touch, couldn't touch the outside of the knee area without pain/it hurts daily and stiffen up. Also, device malfunction was identified for the reported lot number. No previous medications, concomitant medications and concurrent conditions were reported. She had her knee lock up before injection. She was not allergic to any avian product, she had an aneurysm and has a plate in her head where that was clipped. Patient had arthritis. On (B)(6) 2017, patient received treatment with intra articular synvisc one injection at a dose of 6 ml once (indication: unknown; batch/ lot number: 7rsl021 and expiry date: unknown). On the same day, she stated knee swelled within a few hours and could not put weight on it. The doctor asked her to take ibuprofen but there were days she could barely walk, and stiffen up when she sat too long, was still having difficult. She said her daughter had a borrowed walker that she used, but her family had to help her go to the bathroom. She did not remember having a fever, but her knee was hot to the touch and she couldn't touch the outside of the knee area without pain. During the first week, she called her physician 3 times and each time he told her the same thing, to ice it and take ibuprofen. For 4-5 weeks, she could not walk on her right leg. Currently when she sits for long periods of time, she has to stand on her tippy toes until she can bear weight on the leg. Her knee locks up. When she stands, she has to wait a minute until her foot goes flat to put weight on it and then she limps for a few minutes until it all goes back in place. She saw her physician on (B)(6) 2017 and her knee was a mess. On (B)(6) 2018 it locked up on her 3 times and it hurts daily. He did not do any blood work or aspiration. He gave her celebrex to take and sent her to physical therapy to improve her muscle tone. She said she has bad arthritis in that knee and is now scheduled for a total knee replacement on (B)(6) 2018. Corrective treatment: walker for could barely walk/ could not walk on her right leg; ibuprofen cannot put weight on it/could not bear any weight on it; ice and celebrex for knee swelled/swollen almost double the size of the left knee; ice for knee was hot to the touch; ice, celebrex and ibuprofen for couldn't touch the outside of the knee area without pain/it hurts daily; not reported for rest of the other events outcome: recovering for all events seriousness criteria: disability for device malfunction and could barely walk/ could not walk on her right leg an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Pharmacovigilance comment: sanofi company comment dated 9-feb-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later was unable to walk. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.